Event description:
A fisher & paykel healthcare field representative reported that during a hospital visit, the temperature probe was found to be disconnected from an rt330 infant optiflow circuit during patient use. No patient consequence was reported.

Event description:
A fisher & paykel healthcare field representative reported that during a hospital visit, the temperature probe was found to be disconnected from an rt330 infant optiflow circuit during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt330 circuit is not expected to be returned to fisher & paykel healthcare for evaluation as it is not available from the hospital. Our evaluation is based on our knowledge of the product and information provided by the customer. We were not able to confirm the reported fault or determine the cause of the reported event. If the temperature probe was not connected correctly as per the user instructions, incorrect set up is most likely the reason for the disconnection of the temperature probe from the rt330 circuit. The temperature probe was reported to have been found disconnected during use with an rt330 breathing circuit. No patient consequence was reported. The user instructions that accompany the rt330 circuit contain a pictorial diagram that instructs the user to connect the temperature probe to the rt330 circuit correctly. This user instructions also state the following: "check that all connections, caps and/or plugs are tight before use".

Manufacturer narrative:
(B)(4). The complaint rt330 circuit is not expected to be returned to fisher & paykel healthcare for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.